Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of the inability to get blood return or flush was inconclusive because no sample was returned for evaluation. Based on the description of the reported event, possible contributing factors include insertion technique, catheter kinking, and patient position; however, the lack of a returned sample prevented both confirmation of the reported event and identification of a root cause(s). The complainant indicated the preference to have the catheter length on the hub. The catheter length is included on the labeling, but was not designed to be on the hub. The product development team was notified of the reported issues. This complaint is inconclusive at this time. No further action is required because the reported event could not be related to a deficiency in product manufacture or deficiency while under correct product use. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that, "we have noticed that we have problems with the lines that the tip is placed in the upper arm or axilla area. So the accucath's come in a 1.25 and 2.25 length, but are not labeled on the hub which we believe would help us determine the proper position of the patient's arms in CT which is usually extended above the patient's head if possible. We have had a growing number of lines that we cannot get blood return or flush so we do not use the line we start another line or send the patient back. We believe this is due to the improper placement of the device, not the actual device itself. We think the nurses might need further training on how to not go through the vein when placing the line."